Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not stop delivering when the stop key was pressed. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the delivery did not stop when the stop key on the device keypad was pressed. This was due to a broken keypad. The cause was wear and tear of the keypad in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).